Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was implanted during a procedure on (B)(6), 2009. According to the complainant, the patient was diagnosed with stress urinary incontinence and had further surgery on (B)(6) 2009 and (B)(6), 2010 (the obtryx sling was replaced on (B)(6), 2009). Reportedly, on (B)(6) 2010 the entire left side of the obtryx sling was removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.